Manufacturer narrative:
H7: z-0019-2022.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products; 200-02-38 - three peg patella 38mm 1983105, 204-04-55 - trapezoid tibial tray sz 5f/5t 1849362, 230-02-05 - optetrak asy,cr cemented femoral, sz 5, 1651312.

Event description:
It was reported via legal that a male patient, initial left knee implanted (B)(6) 2011, underwent a revision procedure on (B)(6) 2016, approximately 5 years 7 months post the initial implant procedure. The claimant alleged he sustained injuries resulting from one or more exactech components initially implanted. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.